Event description:
A distributor reported that a customer's pump did not detect the cartridge, which prompted an investigation to check the system. There was no information provided regarding the impact on the customer's blood glucose level. Upon checking the pump, it was found to be in working condition, capable of starting, charging, recognizing by the computer, and successfully loading a cartridge and delivering a bolus with no alerts or alarms recorded. Additional information regarding corrective actions or the customer outcome was not available.